Manufacturer narrative:
The ge representative evaluated the system and replaced the c-arm cable. The system operates as intended.

Event description:
It was reported that the system would not produce x-rays when moved into the horizontal position. No pt injury was reported.